Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient will undergo knee revision due to unknown reasons.

Manufacturer narrative:
(B(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No devices were received; therefore the visual and dimensional inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform compatibility check with the provided information. A complaint history search for related complaints could not be conducted. A definitive root cause cannot be determined with the information provided. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.